Event description:
It was reported that 1 bd ultra-fine¿ nano¿ pen needle cannula broke off. The following information was provided by the initial reporter : the patient brought three pen needles to the hospital stating that the length of the needle npe differs among these three pen needles, one of which was observed to have broken off.

Manufacturer narrative:
D10: device available for eval yes, d10: returned to manufacturer on: 2021-11-16. Investigation summary: three open 32g x 4mm pen needle samples and four photos were returned from an unknown lot. No., cat. No. 320559. Visual examination was carried out on the returned samples and photos and a broken non patient end of cannula was observed on one sample and a bent non patient end of cannula was observed on the remaining two samples. No DHR review can be carried out as lot number is unknown. As all samples returned were open it is not possible to confirm this defect to be manufacturing related.

Event description:
It was reported that 1 bd ultra-fine¿ nano¿ pen needle cannula broke off. The following information was provided by the initial reporter : the patient brought three pen needles to the hospital stating that the length of the needle npe differs among these three pen needles, one of which was observed to have broken off.

Manufacturer narrative:
Medical device expiration date : unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device manufacture date : unknown.